Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty force sensor resistor alarm. Unable to perform basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test or verify motor position encoder error alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The patient¿s blood glucose level was 145 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.